Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at .33mg/day) and clonidine (800 mg/ml at 131.99mcg/day) via an implantable infusion pump. It was reported that the patient was brought into the operating room to have the pump moved caudal. During the procedure it was noticed that the catheter was frayed at the sutureless connector junction. No signs or symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. The damaged portion of the catheter was replaced and the explanted device would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.